Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative through doctor stated that they were doing stage 2 implant and everything was over 4000 ohms. They increased parameters to 2.0v and 300 pw, disconnected lead from ins and reinserted with same results. They tested with ins both in and out of pocket. There was no trouble inserting the lead. They performed electrode impedance test at 2.0v and 360 pw. Impedance values reported were: everything over 4000 ohms. The manufacturing representative had physician tug on the lead in the header block at which point it moved a little bit even though they heard it torque down. Physician then removed lead completely from ins, reinserted it and confirmed it wasn't moving at all when they tugged on it. Caller then ran impedances again (with ins in pocket) at default parameters which showed that c-0, 0-1, 0-2, and 0-3 were over 4000 ohms but everything else was in range. The representative had caller rerun at 2.0v and 360pw which showed the same results. Caller noted physician programmer (8840) wasn't bonding with patient programmer in the operation room. It was reviewed that wasn't necessary to continue troubleshooting for the impedances. Program the following. They use previous effective pairs or pairs that were currently high. Rate = 14. Pw = 210 us. Set cycling at 3s on/3s off. No soft start. Increase amplitude with 8840. Bellows and toe flick were not present at nominal amplitude values. They tried another electrode pair and repeated process still no success. Caller could only see patient's feet and noted that on 0-1 they were up to 3.5v with no response and on 0-2 they were up to 4.0v with no response. They considered lead replacement. They reviewed potential issue with 0 contact. Caller noted that patient was using 0+ 2- during trial and that physician wanted them to try and program around the issue. They reviewed option to replace ins or lead or attempt programming around the issue. Caller offered to perform motor testing with other pairs that were in range but caller noted physician wanted to have them try to reprogram around the issue. They programmed four programs not using electrode (0), p1:+3,-2, p2: +3, -1, p3: +1,-2, p4: +1, -3. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they were not able to determine the cause of the impedance issues.